Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the cannula kinked just past the motor while in position. Pulling back and advancing did not correct the problem. Suction developed and reduced flows. The impella was explanted and another pump was implanted.

Manufacturer narrative:
The investigation for the reported cannula kink has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the cannula kink was due to repositioning of the device. This report is being filed as part of a retrospective review of historical records.